Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) had a lower longevity estimation than they expected. The ipg remains in use. No patient complications have been reported as a result of this event.